Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified similar incidents from this lot. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the 20/30 indeflator did not hold pressure, letting air in. It was noted that a loose connection at the luer lock where it meets the balloon or stent was observed. Another 20/30 indeflator was attempted to be used; however, experienced the same exact issue. A third indeflator was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a device specific quality issue. It is possible that the devices were not properly aligned and/or not fully connected/tightened resulting in the reported loose or intermittent connection and subsequently resulting in the reported leak; however as the device was not returned for analysis, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional 20/30 priority pack device referenced in b5 is filed under separate medwatch report number.